Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 529 mg/dl. Customer stated act button was not responding and also crack on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. (B)(4).